Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon tried to take real deal stem out of patient and the extractor tip snapped off. Broken piece from stem was recovered. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Territory 238 reported that the tried to take real deal stem out of patient, extractor tip snapped off, recovered the broken piece from stem. No surgical delay. Examination of the returned instrument confirmed the complaint of broken. Visual analysis found the tip of threaded rod broke off at attachment end and was not returned. The complaint sample consisted of (1) (B)(4)- retaining stem inserter, lot ab4545910. Review of as400 indicated that this device was distributed for use on 17 oct 2018. This device was examined by depuy material scientist and determined that the root cause of the fractured tip is attributed to fatigue fractured caused by repeated use and wear out. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep 419.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.